Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient's daughter reported the device read 102 while the fingerstick value was 72. Patient's daughter did not report any injuries or medical intervention at the time of contact with dexcom technical support.